Manufacturer narrative:
.

Event description:
A report was received that there was a small size area over the pocket site which had a different texture along the seam of the incision and had mild recurrent drainage. The patient was treated with antibiotic. It was also reported that the patient was experiencing pain at the pocket site and the physician stated that there might be a seroma. It was believed that there was no infection. The patient underwent a procedure where the pocket site was cleared out, some fluid was drained and the battery was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.